Event description:
It was reported the patient received the following results within 15 minutes: 182 mg/dl at 11:32 am 78 mg/dl at 11:47 am 82 mg/dl at 11:49 am the patient experienced fatigue at the time of the event.